Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, upon sensor pod removal, sensor wire remained in insertion site. Patient's mother removed sensor wire from insertion site. No medical intervention was necessary. Dexcom has issued an rga for patient to return their device to be investigated.